Manufacturer narrative:
(B)(4). Initial report once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown. Medical product: unknown oxford tibial component , catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00075, 3002806535-2020-00077. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed due to pain.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed due to pain.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00075-1, 3002806535-2020-00077-1. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.